Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided. The additional device referenced in b5 is filed under a separate report number.

Event description:
It was reported that the procedure was performed in the left anterior descending (lad) artery and ramus artery with 50% stenosis, mild calcification and mild tortuosity. The dragonfly opstar imaging catheter performed four pullbacks at the end of the procedure; however, an attempt was made to remove the catheter from the anatomy and the imaging catheter was removed entangled with the whisper guide wire protruding from the tip. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported difficult to remove could not be tested as it was based on operational context. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. It was reported that the dragonfly optical coherence tomography (oct) opstar met resistance with the whisper guide wire during removal. Analysis of the returned wire noted to tip was bent in a corkscrew shape. This type of damage can occur when torsional force is applied against resistance. Bents to the wire would impact its maneuverability with the oct, likely contributing to the reported resistance during removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.